Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 16. On (B)(6) 2020, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.